Event description:
Patient was diagnosed with vaginal mesh erosion, pelvic pain, and stage 2 cystocele. The patient had essentially two sites of erosion, although the site closer to the apex was noted to be somewhat broad with multiple smaller sites contained within it. Both of these sites were located on the anterior vaginal wall near the midline.what was the original intended procedure?mesh removal.device #1is this a laboratory device or laboratory test?no.